Event description:
Pt to or for a total knee arthroplasty and insertion of antibiotic spacers to an infected total knee arthroplasty. During the procedure, the plastic tip of the femoral canal brush tip broke off. The tip was not recovered-not found in surgical wound or in surgical field. The tip is very small and not detectable on x-ray. The orthopedic surgeon felt that it would do much harm to remove from the bone shaft and would not cause the pt any harm if left alone. The surgeon involved in this case has not had this kind of problem with this device in the past.what was the original intended procedure?total knee arthroplasty and insertion of antibiotic spacers.